Event description:
It was reported that (1) hp052 was used during an laparoscopy procedure. It was reported by the rep that the luke handpiece keeps locking out. It is unknown how the case was completed. There was no consequence to the pt.